Event description:
Periods of oversensing on the lead resulted in asystole. Additionally, the lead impedance trend shows two dips within 24 hrs below 200 ohms impedance. The lead tested appropriately at f/u and the physician decided to leave the lead actively implanted. No further info is available regarding this case. Should additional info become available, this event will be updated.